Manufacturer narrative:
Per manufacturer's investigation results: during the manufacturer's technical inspection of the returned device, the error description provided by the customer was not confirmed. The device passed the quality test at the time of delivery. Based on the technical inspection, the fault described by the customer "light not working" could not be confirmed, but other defects were found. Improper handling during the reconditioning process damaged the adhesive on the camera head, allowing moisture to penetrate the interior and presumably affecting the electronics, which is responsible for the led failure. The cause of the defect is therefore improper use of the product. The investigations carried out above did not reveal any causes related to the labelling, the device or its history. All production-related quality tests were passed, and no deviations were found in the manufacturing documents for the devices. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Correction: the initially reported awareness date was submitted incorrectly. The correct awareness date is 02 oct 2025, rather than 25 aug 2025. The device was serviced in august 2025; however, at that time, no information was available that would have indicated the need to classify the issue as a complaint. Therefore, no complaint was opened based on the august service activity. On 02 oct 2025, additional information was received that provided sufficient detail to classify the event as a complaint and initiate the complaint investigation. As a result, this is the first date on which the manufacturer became aware of information that reasonably suggested a reportable event. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the light is not working. No patient involvement reported. No negative impact on state of health reported.

Manufacturer narrative:
The device was returned to our us facility, and will kater be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).